Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that the cause of peritonitis was unknown. Action taken with pd therapy was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The same day as peritonitis onset, the patient was treated with cefathiamidine (1gm, intraperitoneal, discontinued) and injection etimicin sulfate and sodium chloride (1g, intraperitoneal, discontinued) for peritonitis. The patient outcome was recovered. Action taken with pd therapy was reported as "treatment interrupted". No additional information is available.